Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: photo. Did the patient experience a post-op device malfunction? No, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing?unknown, did the patient require revision surgery or hardware removal? No, patient status/ outcome / consequences. Yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?slough post op wound, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe, antibiotics , is the patient part of a clinical study, unknown. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a knee procedure on (B)(6) 2022 and topical skin adhesive was used. Adhesive applied to wound, 1 day post op, patient was complaining of skin sensitivity, and adhesive was removed. Kaltostat dressing was applied with a crepe dressing. Patient was discharged. 5 days post op, patient with to gp with a sloughy wound, antibiotic were prescribed. Additional information has been requested.